Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and from an x-ray there was threading noted on proximal side of svc (superior vena cava) coil. The rv lead was partially explanted, capped and replaced. Additionally, it was reported that the right atrial (ra) lead exhibited small p-waves. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.